Event description:
It was reported that an occlusion alarm occurred. Customer reported blood glucose level was "high" on the continuous glucose monitor graph. Elevated blood glucose was address by correction bolus via the pump. Customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.